Event description:
Reporter indicated a pt had lead and generator replacement for unknown reasons. All attempts for further info from the reporter have been unsuccessful to date. The explanted generator and lead were returned for product analysis. Analysis of the generator yielded no anomalies. Product analysis of the lead on the lead connector showed that the connector was not inserted completely as indicated by the absence of setscrew marks on the connector pin and the canted spring imprint on the small o-ring assembly prior to the connector ring. The lead connector was inserted completely in the returned generator with no anomalies identified, thus eliminating the possibility of a lead hole obstruction in the generator header or an interference-fit issue with the lead. Scanning electron microscopy of the ring showed that pitting or electro-etching conditions had occurred. Scanning electron microscopy was performed in the positive and negative coil at the suspected torn end of the boot. Scanning electron microscopy of the positive coil showed the characteristic appearance of a stress induced fracture in at least one the broken coil wires of the quadfilar coil. Scanning electron microscopy of the negative coil showed the characteristic appearance of a stress induced fracture in at least three of the broken coil wires of the quadfilar coil. Due to mechanical distortion, a conclusive determination of the fracture mechanism of the other wires cannot be made. Other than the above mentioned observations, typical wear and explant related observations, no other adverse findings or anomalies were identified.

Manufacturer narrative:
Product analysis of the lead confirmed the lead pin was not fully inserted into the generator header as evidenced by no setscrew marks present on the lead pin. Device failure occurred, but did not cause or contribute to a death or serious injury.